Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the left ventricular (lv) lead fracture. There was high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.